Manufacturer narrative:
Ma/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k122734. Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 3,564 units. There are no units in stock in b. Braun surgical's warehouse. We have received 4 closed samples and an open sample with the needle broken in the attachment area. The needle did not detach from the thread but broke. The used sample sent back shows that the needle has been hold in the attachment area. We can easily see some impacts due to a needle holder on this area. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.18 kgf in average and 1.81 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). Needle bending strength results conducted on the closed samples are 15 ,72 nxcm in minimum, result that fulfills b. Braun surgical requirements: 13,4 nxcm in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Furthermore, needle attachment results conducted on samples before releasing the product were 2.08 kgf in average and 1.82 kgf in minimum and fulfilled ep requirements: 1.53 kgf in average and 0.46 kgf in minimum. Also, needle bending strength results conducted on needles before releasing the product were: 15,60 and 16,32 nxcm fulfilling b. Braun surgical specifications: 13,4 nxcm in minimum. The case is considered not confirmed as it has been a handling error. Please note that in the instructions for use of the product, in the precautions area it is informed: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported a detachment of the thread from the needle during cesarean and it was necessary to use the scope. The operation time was extended, but the procedure was performed correctly.